Manufacturer narrative:
Zoll medical corporation evaluated the device. The reported malfunction was observed during initial testing, but could not be duplicated. The process/bridge/pace board was replaced as a precaution. The device was recertified and returned to th customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during routine shift check by a clinician, the device failed self test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.